Event description:
Solicited. Per patient, she received a no disposable clamp tubing error on (B)(6) 2022. Patient made a new cassette and the error cleared. Patient did not keep the malfunctioning cassette. Lot number on defective cassette is not known. No other information known. Prescriber has not been notified. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.